Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf- generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified therapeutic knee arthroscopy procedure, the patient sustained a third-degree burn on the skin of the left leg after the tip of the hf instrument (unspecified pencil) from a third party manufacturer sparked. No further information was provided, but there was no report about a malfunction of the esg-400 electrosurgical generator.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-02-08). The investigation found the esg-400 electrosurgical generator within its specification without any abnormalities. Therefore, the root cause of the reported phenomenon is most likely a contact between the pencil and any metallic part which caused the sparking. Thus, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.